Event description:
It was reported that the rota burr was stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotapro and rota wire were selected for use. During the procedure, rotablation was started at 160k rpm for 8 runs, but the burr still could not cross the lesion. The physician switched to dynaglide to advance the burr more distally but this was unsuccessful. The burr was removed but the physician could not feed the rota wire because it was stuck with the burr. Both the rota burr and rota wire were removed together as one unit and could not be separated outside the patient. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Inspection of the rotapro device did not identify any damages or defects. After destructive testing was performed, it was found that the drive shaft or turbine was corroded, indicating the presence of dried saline within the device. During testing, the returned wire was removed with resistance from the burr catheter as there were kinks on the returned rotawire. Thus, the wire was not reinserted. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run.

Event description:
It was reported that the rota burr was stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotapro and rota wire were selected for use. During the procedure, rotablation was started at 160k rpm for 8 runs, but the burr still could not cross the lesion. The physician switched to dynaglide to advance the burr more distally but this was unsuccessful. The burr was removed but the physician could not feed the rota wire because it was stuck with the burr. Both the rota burr and rota wire were removed together as one unit and could not be separated outside the patient. The procedure was completed. No patient complications were reported.